Event description:
It was reported that the bd phaseal¿ y-site connector (c80) was leaking. The following was received by the initital reporter: verbatim: clinicians have reported that the y-site connector are leaking - several reports made. This product is used for bcg treatment and needs to be a closed system. The leaking is noted at the bottom (male leur-lock end) that attaches closest to the catheter photos supplied as the item was discarded.

Manufacturer narrative:
Two photos were provided to our quality for evaluation. Through visual inspection, the material information is displayed, however, there is no evidence of a leak or damage to the device that could contribute to the leak reported. A device history review was performed for the reported lot 2202228, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. No issues related to the reported event were found during manufacturing. Retained samples of the same lot were used for additional evaluation. The products were visually inspected, no damage was observed and no leakages occurred. Based on the quality team's investigation, and given the retained samples and device records did not identify any issues related to this incident, a root cause related to the manufacturing process cannot be identified at this time. H3 other text : see h10.

Event description:
It was reported that the bd phaseal¿ y-site connector (c80) was leaking. The following was received by the initital reporter: verbatim: clinicians have reported that the y-site connector are leaking- several reports made. This product is used for bcg treatment and needs to be a closed system. The leaking is noted at the bottom (male leur-lock end) that attaches closest to the catheter photos supplied as the item was discarded

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.